Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend or family member of the patient reported an out of regulation (oor) error code on the patient programmer (pp) on date notified. As a result the patient also had a sudden pain in their head. It was stated that the patient had their settings changed on date notified and when they got home they had the pain in their head with the oor message. The oor message was cleared and stimulation was turned off, and follow up with the healthcare provider (hcp) to be conducted. The patient's indication for implant is movement disorders.